Manufacturer narrative:
No product was returned for investigation. The cause of the bleed was most likely use issue related since the perclose did not deploy correctly and failed. The cause of the vessel perforation was most likely use issue related since the perclose did not deploy correctly and failed. The device passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that after implantation of an impella cp a vessel perforation and bleeding was noted in the left common femoral artery. The perclose did not deploy correctly and the angio seal had failed. As a result, the impella was removed from the right side in order to get balloon tamponade and ultimately a covered stent to the left side. The patient was treated with two units of packed red blood cells and pressors. After the covered stent was placed and team had controlled the bleeding on the left side, the decision was made to place another impella as the patient still had escalating pressor needs and low native cardiac function. The patient ultimately expired on the second impella cp.